Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the iliac artery. A 6.0x30x75cm express ld iliac stent was selected for use. However, it was noticed during preparation that the stent came off the balloon before inserted into the sheath. There were no reported complications nor injuries on the patient. It was further reported that the stent did not dislodged as previously reported but the stent moved a short distance from the stent delivery system and was no longer centered over the balloon.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the iliac artery. A 6.0x30x75cm express ld iliac stent was selected for use. However, it was noticed during preparation that the stent came off the balloon before inserted into the sheath. There were no reported complications nor injuries on the patient.